Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite history technical visit, field service engineer investigated reported flap issues and performed preventive maintenance. According to field service engineer, system performing per company specifications, could not find any issues related to flaps as described by doctor. Service installation record signed and confirmed device met specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that while creating a flap edges that were very hard to lift resulting in an incomplete flap and used a sinskey hook to get under the flap in each case in the patient's unknown eye, during lasik surgery.